Event description:
It was reported that during routine inspection, it was found that cs100 intra aortic balloon pump(iabp) had test data of the drive valve group exceeded the limit. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6) hospital. A supplemental report will be submitted on completion of our investigation.

Manufacturer narrative:
Site telephone (B)(6). Updated fields: b4, d5, d8, d9, e1 site telephone, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusion, h11. A getinge field service engineer fse observed that the test values of the drive valve group were not ideal. It is recommended that the customer replace the drive valve group and the customer rejected the repair temporarily. If any pertinent information is received in the future, a supplemental report will be submitted.